Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2017102 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, strong resistance was felt and a 6/7f mynxgrip vascular closure device (vcd) could not go into the sheath even though the sheath was not kinked. Hemostasis was achieved using manual compression for 20 minutes. There was no injury reported to the patient. The device was prepped according to the instructions for use (IFU).there were no visible signs of device or package damage prior to use. The sheath was not bent or kinked upon removal from the patient. There was no visible bend or damage in the distal end of the balloon shaft after removal. Excess force was applied during insertion. The procedure was a percutaneous coronary intervention and a retrograde approach was made. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have any visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure device less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the device. The device is being returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, strong resistance was felt and a 6/7f mynxgrip vascular closure device (vcd) could not go into the sheath even though the sheath was not kinked. Hemostasis was achieved using manual compression for 20 minutes. There was no injury reported to the patient. The device was prepped according to the instructions for use (IFU).there were no visible signs of device or package damage prior to use. The sheath was not bent or kinked upon removal from the patient. There was no visible bend or damage in the distal end of the balloon shaft after removal. Excess force was applied during insertion. The procedure was a percutaneous coronary intervention and a retrograde approach was made. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have any visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure device less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the device. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The sealant and advancer tube remained in the manufacturing position. No kinks/bends were observed in the atraumatic tip of the returned device as received. The syringe and procedure sheath were not returned with the device. Per functional analysis, an insertion/withdrawal test was performed on the returned device using an applicable lab introducer sheath, and the device was able to be inserted/advanced through the lab introducer sheath without issue. The involved procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported failure could not be made. Per microscopic analysis, no kinks/damages in the atraumatic tip of the returned device were revealed. A product history record (phr) review of lot f2017102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inability to advance in sheath¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Patient and procedural factors may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, users are instructed to "insert the mynxgrip into the procedural sheath up to the white shaft marker. Inflate the balloon until the black marker is fully visible on the inflation indicator¿. Neither the phr nor the product analysis suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.